Event description:
Complainant states surgeon reported that one eagle screw backed out (30%). Surgeon performed a revision after the pt had fused. Plate was a swift bushingless. The hardware was given to the pt after it was removed. As surgical intervention occurred an MDR is being filed to document this event.